Event description:
It was reported there was reading of >4000 ohms on all of the bipolar pairs. It was reported that two weeks prior to report the stimulation stopped and the patient could not reference any trauma, event or anything that might have prompted it. It was noted the patient was having trouble with the patient programmer. It was logged it would beep and he could not do anything with it. It was then reported the serial number read as ???, indicating por. Additional information reported the patient was scheduled for lead and neurostimulator replacement after the holidays.

Manufacturer narrative:
Concomitant medical products: product ID 748951, serial# (B)(4), implanted: 2011-(B)(6), product type extension, product ID 3487a-33, lot# v433226, implanted: 2011-(B)(6), product type lead product ID 7434a, serial# (B)(4), product type programmer, (B)(4).

Event description:
Additional information received reported the patient decided to have the entire system removed and nothing reimplanted. Additional information received reported that the removal of the system had not been scheduled yet.